Event description:
It was reported that the user experienced an initial post-meal hyperglycemia at 250 mg/dl after not announcing a lunch and later developed hypoglycemia, with an urgent low glucose soon alert and a blood glucose of 67 mg/dl that required oral fast-acting carbohydrates. The situation involved user operation of the ilet and relates to the user interface and an improper or incorrect use procedure. Symptoms include nausea, and anxiety associated with hyperglycemia, hypoglycemia. Outcomes included no lasting health impact and an unexpected medical intervention in the form of carbohydrate intake to treat the low glucose. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no device problem and identified a usage problem associated with failure to follow instructions for meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.